Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, it shut down when the 200 joule self test was performed. The complainant indicated that there was no pt involvement in the reported malfunction.